Event description:
Guidant received info that the pt with this ICD passed away and the family is being represented by an attorney. According to the legal complaint, the pt had a history of atrial fib that necessitated implantation of the ICD in 2001. The complaint alleges that the ICD failed to function properly and as a result, the pt suffered a debilitating stroke in 2001. Subsequently, the pt sustained right-sided hemiplegia from which he did not recover. The pt's post-ICD implant recovery was complicated by multiple physical ailments. In conclusion, the legal document alleges that this ongoing and persistent decline of the pt's gen hlth contributed to his weakened cardiac condition, further deterioration of his memtal and physical condition, and ultimate death from ischemic cardiomyopathy in 2004.